Event description:
Healthcare professional reports pt experienced sore red eyes and was photophobic, healthcare reports pt diagnosed with bilateral conjunctivitis and cloudy corneas. The pt was later diagnosed with right eye iritis. Healthcare professional reports the pt was placed on chlormycetin eye drops and ointment as well as predsol eye drops. Healthcare professional reports pt was hospitalized for one day. Healthcare professional reports pt recovered at this time.

Manufacturer narrative:
Add'l info rec'd from the customer reveals a baxter dialyzer was not used on this pt. The correct MFR of the dialyzer was notified of this event.